Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that she had developed an itchy irritation under her breast. The itchy irritation was a yeast infection. The patient was given a cream for the infection at the hospital. After using the cream, the patient reported that the infection improved.